Manufacturer narrative:
--Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be onset of patient pain. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. See possibilities below. 6. Reprocessor name and address (d9) n/a to this report. 7. Concomitant medical products and therapy dates (d11) not reported. 8. Device manufacture date (h4) could not be confirmed. See possibilities below. 9. Section h9 n/a to this report. 10. No files attached to this follow-up report. --corrected information provided in follow-up submission: a1; b3; b4; b5 - description of event or problem is corrected to not identify any physician or institution by name. B6; b7 ; d1; d2 - common device name, added product code ndg (to account for washer, part number 303-60-001) to hwc that already exists per the initial submission; d3 - establishment name and address corrected, fax number added; d4 - catalog #, serial #, lot #; d9 ; e1 - initial reporter edited to be the physician who reported the event to the sales representative. Sales representative email address is removed. Phone number typo corrected. E2; e3; e4; section f n/a to this report. G1, g2 - establishment name and address corrected, fax number added g3 - health professional and distributor are selected as report source while company representative is removed. H6; h9 ; h10 - corrected data. --additional information provided in follow-up submission g1 - name, email address, and telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. G7; h2 ; h10 - additional manufacturer narrative. --additional investigation performed 03/20/2020: lot numbers were identified for this event. The corresponding device history records (dhrs) were reviewed for any significant events (i.e. Nonconformances (ncrs), reworks (rwks), deviations) that may correlate to the reported event. -4.0mm x 36mm tiger cannulated screw (200-40-036): lot tsl000629 [UDI (B)(4), manufactured 01/23/2014] with no ncrs or rwks, but two (2) identified deviations: deviation 13-0015 and deviation 13-0016. -4.0mm x 48mm tiger cannulated screw (200-40-048): lot tsl000906 [UDI (B)(4), manufactured 04/08/2014] with no ncrs, rwks, or deviations. -smooth gridlock ankle screw washer (303-60-001): lot tsl002139 [UDI (B)(4), manufactured 03/30/2015] with no ncrs, rwks, or deviations. Deviation 13-0015 was initiated to allow for the use of cannulated titanium material in order to provide ease of manufacturing and heightened production efficiency. Deviation 13-0016 was initiated to update the traveler for the pre-clean operation. The identified deviations would not impact the performance / ability of the products to fuse the site as desired. As a result of the DHR review, it is concluded that there is no correlation to the reported event.

Event description:
Doctor 1 repaired an ankle fracture at facility x on (B)(6) 2018. The patient came in with report of pain at her post-op appointment (date unknown) and fluoro was utilized to determine that fusion had not occurred. Doctor 1 originally utilized one (1) 4.0mm x 36mm tiger cannulated screw (200-40-036), one (1) 4.0mm x 48mm tiger cannulated screw (200-40-048), and one (1) smooth gridlock ankle screw washer (303-60-001) to repair the site. On (B)(6) 2019, dr. (B)(6) removed the tiger cannulated screws and smooth gridlock ankle screw washer and revised the site. The removed tiger cannulated screws and smooth gridlock ankle screw washer were discarded at the case.

Manufacturer narrative:
An event was reported to trilliant surgical where two tiger cannulated screws and a gridlock washer were removed due to pain. Fusion had not occured although the devices were implanted over 7 months ago. No information was provided regarding patient noncompliance or any known diseases. The screws were not reported to be malfunctioning in any way, however, were removed due to patient pain and the fact that fusion had not occured. Lot numbers for the screws and washers were not known and parts were not returned to corporate for review. A DHR review and visual/dimensional inspection were not able to be completed. The complaints log was reviewed and two additional events were identified (reference (B)(4)). Due to the limited information provided, a definitive root cause was not able to be determined. The field shall be monitored.

Event description:
Dr. (B)(6) repaired an ankle fracture at (B)(6) regional medical center on (B)(6) 2018. The patient came in with report of pain at her post-op appointment (date unknown) and fluoro was utilized to determine that fusion had not occurred. Dr. (B)(6) originally utilized (1) 200-40-036 4.0 x 36mm tiger screw, (1) 200-40-048 4.0 x 48mm tiger screw, and (1) 303-60-001 smooth washer to repair the site. On (B)(6) 2019, dr. (B)(6) removed the tiger screws and washer and revised the site.